Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Additional information received, updated b5.

Event description:
Additional information received from customer on 06-08-2022. Reported pump issues were found during repair and testing. No patient involvement.

Manufacturer narrative:
Device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection of the returned sample confirmed that the device tamper seal was intact, but the battery door was missing upon receipt. Functional evaluation to include calibration testing passed. Results: the customer reported event could not be duplicated during the course of the investigation as the device passed all function testing including for calibration. Root cause of the reported event cannot be determined from the investigation completed as the returned device passed all tests performed. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.